Event description:
It was reported that the patient infusion set tubing was leaking at the site on (B)(6) 2025. The patient had high blood glucose levels and got treated with correction injections via multiple drug injections (mdi). The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.